Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 46-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criterion medically significant), 5 years 2 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('or perforation of organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 46-year-old female patient who had essure (batch no. C12702) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective - unintended pregnancy with essure". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criteria hospitalization and intervention required), perforation (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria hospitalization and intervention required), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety , mental anguish"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, genital haemorrhage, hypersensitivity, autoimmune disorder, fatigue and weight fluctuation outcome was unknown, the pregnancy with contraceptive device had resolved and the abdominal pain, pelvic pain, back pain, headache, anxiety, depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: date of device placement were discrepant (B)(6) 2014/ (B)(6) 2014). Almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. Batch no c12702, production date 2014-01-09, expiration date 2017-01-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('or perforation of organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 46-year-old female patient who had essure (batch no. C12702) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criteria hospitalization and intervention required), perforation (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria hospitalization and intervention required), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety , mental anguish"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, genital haemorrhage, hypersensitivity, autoimmune disorder, fatigue and weight fluctuation outcome was unknown, the pregnancy with contraceptive device had resolved and the abdominal pain, pelvic pain, back pain, headache, anxiety, depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-may-2021: lawyer reported essure lot number: c12702. Essure insertion and removal dates were specified. Adverse events were specified (previously only medical device removal was reported). Almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices, they caused hospitalization. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress, mental anguish and depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("or perforation of organs") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in a 46 year-old female patient who had essure inserted (lot no. C12702) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective - unintended pregnancy with essure"). The patient had a medical history of procedural pain, break through bleeding, social alcohol drinker, smoker, allergic reaction to antibiotics (breathing trouble.), colposcopy, procedural bleeding, wisdom teeth removal, appendectomy, rh isoimmunization (her most recent pregnancy was complicated by rh isoimmunization with both anti-d, anti-c and anti-e antibodies.), spontaneous abortion (1), therapeutic abortion, parity 4 (1 female who has 3 older children with the youngest being 16 years old and then a newborn just born on (B)(6) 2014.) And multi gravida. Previously administered products included: micronor. Concurrent conditions were listed as arthritis, amenorrhea, dysmenorrhea, night sweat, left lower quadrant pain and irregular menstruation. Concomitant products included visanne (dienogest) since (B)(6) 2019, motrin [ibuprofen], tylenol (paracetamol), flagyl [metronidazole], keflex [cefalexin], naproxen, prenatal vitamins [minerals nos;vitamins nos] and depo provera (medroxyprogesterone acetate). On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criteria hospitalisation and intervention required), perforation (seriousness criteria hospitalisation and intervention required), device dislocation (seriousness criteria hospitalisation and intervention required), pregnancy with contraceptive device ("unintended pregnancy with essure"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety , mental anguish"), depression ("depression") and stress ("psychiological stress"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pregnancy with contraceptive device had resolved and the abdominal pain, pelvic pain, back pain, headache, anxiety, depression and stress had not resolved. The outcomes for fallopian tube perforation, uterine perforation, perforation, device dislocation, genital haemorrhage, hypersensitivity, autoimmune disorder, fatigue and weight fluctuation were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: date of device placement were discrepant ( on (B)(6) . Almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. There were about 4 coils evident on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: findings: normal cavity normal placement right position: the position of the essure coils is satisfactory. Occlusion: complete occlusion (non filling) of the right tube is observed. Left position: the position of the essure coils is satisfactory. Occlusion: complete occlusion (non filling) of the left tube is observed. Uterus the uterus is normal impression: satisfactory bilateral fallopian tube coil placement and occlusion observed with fluoroscopy [pathology test] on (B)(6) 2019: diagnosis: a. Bilateral fallopian tubes: tubes with congestion, reactive changes, cystic walthard rests, and foci of cautery artefact specimen received a bilateral fallopian tubes and essure device clinical history: essures inserted, pelvic pain. Please assess for reasons for pain/atypia/malignancy gross description: bilateral fallopian tubes and essure device: the specimen is two fallopian tubes, one intact and the second is in two pieces. Each has a metal coil protruding from the isthmus end of the fallopian tube. The intact fallopian tube is 6.5 cm long x 0.5 cm diameter. The fimbriated end is identified. The serosal surface is moderately variegated. The second fallopian tube is 3.5 and 3.7 cm long x 0.5 cm diameter. The fimbriated end is identified. The serosal surface is unremarkable [ultrasound scan] on (B)(6) 2019: normal batch no c12702 production date 2014-01-09 expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-apr-2024: medical record received. Surgical pathology test added. Medical history, lab data, patient information, updated. Reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report